Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient after the placement. It was suspected pinhole in the balloon.

Manufacturer narrative:
The reported event is confirmed to be manufacturing related as the catheter was found to be double perforated. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Attempted to inflate balloon with 10 ml of solution and the solution immediately went into the drainage lumen in the balloon. Dissected balloon and found that the notch was double perforated. Also received photo samples two photo samples. First photo sample shows overview of catheter. Second photo sample shows close up of balloon prior to inflation. Based on physical sample received product does not meet specifications which states "the balloon must be centered over the inflation notch." Although an exact root cause could not be determined a potential root cause could be ¿ poor balloon design ¿ inadequate material selection the product was used for patient diagnostic or treatment. The product was influenced by the reported event. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: a, d, f, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out of the patient after the placement. It was suspected to have a pinhole in the balloon.